Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was returned and found the instrument to have a broken grip at the grip base. A piece approximately 0.187" x 0.678" was found to be broken off the yaw pulley. The broken piece was returned. Additional observation related to the customer reported complaint: the instrument was found to have a broken molded insulator. The molded insulator was broken at the base of the grip. The broken section measured approximately 0.067" x 0.087" and was not returned.

Event description:
It was reported that during central processing surgical procedure, the customer reported a piece of the force bipolar instrument jaw had broken off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter indicated they noticed the piece broke off while in the ultrasonic cleaner. The instrument was inspected for damage prior to reprocessing. The instrument was fine during inspection and worked properly during the case. It was unknown if the wire was exposed due to the damage insulation. It was unknown if the cable intact or broken in half. The instrument was found broken on one side of the jaw had broken off. The instrument was inspected prior to usage. They were in the process of cleaning the instrument. The instrument did not collide with any other instrument. The incident did not involve a fragment to fall into the patient. There procedure was completed as the issue occurred after the case.

Event description:
Refer to h10/h11 for follow-up information.